Event description:
It was reported that patient is concerned wireless recharger is not charging ins, patient seeing ins " low battery" on handset. About 2 weeks ago, ins showed "low battery." Caller states recharging ins before bed and hears the happy tone that ins is charged. Patient states he then turns the ins off before going to bed and when waking up in morning handset shows ins "low battery". Patient states this happened a couple weeks ago and yesterday. Wr battery indicator lights show wr is fully charged. Patient's wife states in (B)(6) 2021 patient had programming done and it was the best ever. Around (B)(6) 2021, patient had fallen in a trench and fell "hard", since around the same time, patient having increased tremors. Patient saw hcp on (B)(6) 2022 for programming and it was mentioned leads were "higher" and may need to be replaced.  Patient services does not think there is an issue with wr and redirected to hcp to check ins/leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial#: (B)(4) , implanted: (B)(6) 2012, product type: lead; product ID: 3387s-40, serial#: (B)(4) , implanted: (B)(6) 2012, product type: lead; product ID: wr9200, serial#: (B)(4) , product type: recharger. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4),; product ID: 3387s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.